Manufacturer narrative:
Concomitant medical products: dtbb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing with sensing integrity counter (sic) episodes and impedance change. The lead was suspect of a fracture. The lead was programmed off until lead revision. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.